Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high sodium (na), potassium (k), calcium (ca), and chloride (cl) results, which were generated by unicel dxc 600 pro chemistry analyzer. Samples were repeated on a second analyzer and the results were higher. The erroneous results were reported out of the laboratory. An amended report was issued. One patient was transferred to the hospital, however the amended reports were provided to the physician before treatment was initiated.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the instrument head could be easily connected, indicator was green, and firing did not give the typical noise. The staples were formed like a rectangle, not like a b; cutting was complete. The surgeon reported that the white ring was still in instrument. The patient received a temporary artificial anus for wound healing. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.